Event description:
Same patient as MFR# 6000089-2006-01849. It was reported that 838 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced an acute myocardial infarction (mi). The index procedure identified a 12mm lesion located in the mid left anterior descending (lad) with 85% stenosis and a 3.0mm reference vessel. Treatment consisted of pre-dilatation and placement of 3.50x16mm taxus express2 stent, reducing the stenosis to 10%. The patient was discharged the following day on protocol doses of plavix and aspirin. At 838 days following the index procedure, the patient presented to the hospital with shortness of breath. The patient developed chest pain in the emergency room. Cardiac enzymes were elevated, cks were not drawn. The site reports the mi based on these findings. ECG was not dissimilar to an ECG done in 2004. Cardiac catheterization showed 80% stenosis in the mid lad and 40% stenosis in the mid to distal lad. There was good flow beyond stenosis. A transthoracic echocardiogram revealed "severe global decreased ejection fraction and significant wall motion abnormalities". The patient was referred for CABG, as was recommended in the past, but patient again declined the procedure at this time. The patient was treated with medication therapy and discharged against medical advice five days later, with plans to follow up for bypass surgery. Per the investigator, the relationship of the mi to a prior co-morbid condition is "definitely related," "probably related" to a non-target vessel, and there is an "unknown" relation to the study device.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 4565307 found that the device met its material, assembly and product specifications, at the time of release to distribution.